Event description:
It was reported that: "the device deficiency occurred during a procedure for a single patient in which three manta devices did not deploy. According to the research coordinator, the manta sheath was preventing proper insertion of the device, which prompted the clinical team to change out the sheaths during the procedure. The time of deployment recorded on the crf corresponds to the final successful attempt. Additional information: " the bypass tube would not advance far enough into the sheath for the device to be advanced. We removed the device and readvanced a new manta. The initial sheath was not removed. The first manta wouldn't advance, and we thought the device kinked, so we opened a new device. The second manta wouldn't go through the sheath. This device kinked due to resistance. Measurement was taken at the start of the procedure and the tavr was completed. Upon closure, the i.d. Of the first sheath's hemostatic valve was tight, and the bypass tube wouldn't stay in to advance the manta device. After 2 more devices wouldn't advance and kinked upon trying to push into sheath, we swapped sheaths and the manta was deployed successfully. Patient care was not affected, and access site was closed successfully." Associated complaints 3010252479-2025-00044, 3010252479-2025-00045, 3010252479-2025-00046.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of resistance experienced during bypass tube advancement was able to be confirmed through review of the customer report and supplied additional information; however, complaint verification testing could not be performed as no sample was returned for analysis. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented under teleflex's quality system to address the issue. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the device deficiency occurred during a procedure for a single patient in which three manta devices did not deploy. According to the research coordinator, the manta sheath was preventing proper insertion of the device, which prompted the clinical team to change out the sheaths during the procedure. The time of deployment recorded on the crf corresponds to the final successful attempt. Additional information: " the bypass tube would not advance far enough into the sheath for the device to be advanced. We removed the device and readvanced a new manta. The initial sheath was not removed. The first manta wouldn't advance, and we thought the device kinked, so we opened a new device. The second manta wouldn't go through the sheath. This device kinked due to resistance. Measurement was taken at the start of the procedure and the tavr was completed. Upon closure, the i.d. Of the first sheath's hemostatic valve was tight, and the bypass tube wouldn't stay in to advance the manta device. After 2 more devices wouldn't advance and kinked upon trying to push into sheath, we swapped sheaths and the manta was deployed successfully. Patient care was not affected, and access site was closed successfully." Associated complaints 3010252479-2025-00044, 3010252479-2025-00045, 3010252479-2025-00046 and 3010252479-2025-00050.